Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7119858/7120146.

Event description:
It was reported that the ipg incision site opened when the patient fell and hit the area. The fall was not device related. The patient underwent an explant procedure and the explanted device components were not returned.